Event description:
It was reported by service report that the brakes are not fully engaging. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster. Parts are on order and will be repaired upon receipt.